Event description:
It was reported a filter prematurely deployed in the patient which resulted in inappropriate placement. Another filter was successfully placed without patient complications. A delivery system in the released position with the introducer sheath over the shaft was received, evaluated and retained by this manufacturer. The filter was not returned for evaluation. The engineering evaluation of the delivery system revealed straight scratches in the carrier capsule. It was indicated this over-the-wire filter was placed without the benefit of the guidewire. A pre-placement vena cavogram was not preformed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. Co's directions for use state: "to avoid insertion difficulties or filter misplacement always advance the included .035" guidewire to a point beyond the desired implant site...an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrior capsule by injectign contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."